Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: we are noticing some issues with bd safety glide needles. Once the needle is attached to, say a prefilled tdap injection, it won't allow us to push the remaining air out of the vial or inject med into the patient.

Manufacturer narrative:
Investigation summary. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Initial reporter state" the initial reporter state was determined to be (B)(6) based on the area code portion of the provided phone #. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: we are noticing some issues with bd safety glide needles. Once the needle is attached to, say a prefilled tdap injection, it won't allow us to push the remaining air out of the vial or inject med into the patient.